Manufacturer narrative:
H.6. Investigation: samples were received from the customer to aid in the investigation of this defect. During inspection and testing of the samples, no defects were observed or replicated. A device history record review was completed by our quality engineer team for provided lot numbers 0329074, 0350217. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Discoloration on the tubing was observed, but this condition is normal effect of the manufacturing process. The root cause for the discoloration is from the heat of the laser used during manufacturing. Some discoloration is considered acceptable within product specification and does not effect the product. A root cause could not be determined for catheter tip integrity as the defect could not be replicated. Complaint history check was performed. This is the first complaint for discolored on material 383591 & batch 0350217. This is the first complaint for catheter tip integrity on material 383591 & batch 0329074. This is the first complaint for catheter tip integrity on material 383591 & batch 0350217. This is the first complaint for discolored on material 383591 & batch 0329074. H3 other text : see h.10.

Event description:
It was reported that nexiva diffusics 22g x 1.00 in had foreign matter and the catheter broke. The following information was provided by the initial reporter: material no: 383591 batch no: 0350217 and 0329074. It was reported brown coloring around holes on diffusics catheter, tip of catheter was brittle and broke off.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0350217, medical device expiration date: 2023-12-31, device manufacture date: 2021-01-18. Medical device lot #: 0329074, medical device expiration date: 2023-11-30, device manufacture date: 2020-12-09. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva diffusics 22g x 1.00 in had foreign matter and the catheter broke. The following information was provided by the initial reporter: material no: 383591, batch no: 0350217 and 0329074. It was reported brown coloring around holes on diffusics catheter, tip of catheter was brittle and broke off.